Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had no button response due to an open connectro on the display board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported all the buttons on the insulin pump are unresponsive and display is still on. Customer¿s blood glucose was 232 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.